Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009938, in question was manufactured at the reynosa site. Test results: the reference samples for the lot 6009938 have already been previously tested in the complaint (B)(4) on 25-jul- 2025. Visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Threshold analysis: a query was run on 20-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009938". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009938 was manufactured according to the wi version 118 manufactured in the line 9, on 29/oct/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an infusion set cannula kinked event on (B)(6) 2025. The patient faced this issue with 2 sets. The insertion site was upper buttocks. The symptoms occurred within 3 or more hours of insertion. The infusion set was in use for 2 days. The blood glucose level was over 591 mg/dl and positive ketones at the time of the event. The patient visited emergency room on (B)(6) 2025 and was there for 12 hours. The patient got treated with IV and fluids of saline and insulin. The patient was released from the emergency room on (B)(6) 2025. No further information available.